Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient also alleged difficulty breathing/short of breath. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device was completed by the manufacturer. The manufacturer found dust/dirt contamination throughout device enclosure, and air path, slight black contamination consistent with the keratin contamination at the blower seal of the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms the presence of contamination in the air path that sourced external to the device. Section d9, g3, h6 has been updated / corrected.